Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 525 mg/dl. The customer treated with manual injection and declined troubleshooting. He stated that the alarm was resolved with a complete set change. The reservoir was not returned for analysis.